Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed motor error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.